Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge increased from 25% to 55% battery life. Reportedly, the battery gauge has fluctuated multiple times when not connected to a power source. There was no impact to the customer's blood glucose level. It was indicated that insulin pens were available for diabetes management.